Manufacturer narrative:
Pump received with missing segments partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Pump received with cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had partial display. The customer's blood glucose level at the time of incident was unknown. The customer states the pump had cracked and missing pieces on the right portion of the lcd display. The customer was advised the pump would be replaced and returned for analysis.